Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to touch. Additionally, the touch screen was unresponsive and delayed in responding to touch. Customer¿s blood glucose level ranged between 130-150 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.